Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, that universal surgical manipulator (usm) had 32056 error occurred with a message to disable an arm. After the site had already performed a restart prior to contacting technical support, technical support then instructed the site to perform a hard restart of the patient side cart (psc), which resulted in no change. The site was planning to check if the case could be moved. The procedure was completing as planned with no reported injury.